Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had their device explanted. The patient was wrongly diagnosed with sepsis. The patient had blood cultures taken and they came back negative any signs of infection or sepsis. The issue was reported "the" be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.